Manufacturer narrative:
Evaluation summary: visual inspection confirmed the wire loop breakage. Heavy burn marks were evident of both wire loops. Blue insulation was melted. User facility confirmed that this procedure was either the first or second one that the surgeon had performed with the richard wolf electrodes. We were informed that the surgeon, circulating nurse and a technician was in the room for the procedure. There was no richard wolf sales representative there for this procedure. The facility did not provide a lot number for the electrodes. Cause of event: a high electrosurgical setting was used. In addition, the surgeon must be mindful of the speed of resection. Technique serves as the cause of device failure. We have addressed this via letter to the facility. In addition, our current sales representative is closely involved with the facility and will assist with their needs.

Event description:
It was reported that during a transurethral resection of the prostate procedure, four wire loops electrodes broke in the patient and the pieces were retrieved from the patient. There was no patient injury.